Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refu0192 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refu0192) have been reported from the same facility. Device not returned for evaluation.

Event description:
It was reported via ms&s "customer states she is having problems with the needle sticking and unable to fully retract needle on the accucath IV." Ms&s response "sent to product complaints." Additional information received: lead medical sonographer had two of them not feel right when poking the patient and when he retracted the needle, it got stuck. This report addresses the second device.